Event description:
It was reported that during a normal device change out procedure the setscrew on the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be loosened using a non-torquing wrench. Technical services (ts) was consulted mid case, however before any troubleshooting occurred the physician was able to loosen the setscrew. The s-ICD was explanted as planned. It was noted that the s-ICD was not expected to be returned for analysis as the explanting hospital kept possession of device. No adverse patient effects were reported.

Manufacturer narrative:
It was noted that the s-ICD was not expected to be returned for analysis as the explanting hospital kept possession of device. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.